Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, the patient reported that he felt dizzy and lost consciousness due to a hyperglycemic event. The patient stated his cgm was reading high mg/dl, however, the patient¿s dexcom mobile app did not alert him to his hyperglycemic state. Emergency medical services (ems) was called and when they arrived, the patient was treated with insulin. The patient was taken to the emergency room (ER) for evaluation and was then discharged after being in the ER for less than 24 hours. The patient refused to provide dexcom with any further event information. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.